Manufacturer narrative:
Section d10: concomitant products: truliant tib imp ps insert sz 3.5 9mm (cat# 02-022-35-3509 / serial# (B)(6)). Tru stem ext 14mm x 25mm (cat# 02-012-60-1425 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately four years post initial left tka, the 67 y/o female patient had a revision due to lose femur and recall poly. The patient was revised to a 3 left constrained femur, 18x80 stem and 3.5/10mm ps insert. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not available for evaluation due to patient¿s lawyer requested implants.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and femoral loosening could not be determined as the devices were not returned for evaluation.